Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) checked the alarm log and found no previous alarms. The tsr advised the home patient (hp) to end therapy and restart the setup with all new supplies. The hp stated that he would use manual supplies for that nights therapy. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 in regards to a system error 2367 alarm and she said the patient was in the hospital. She did recall this alarm and said, he was able to resume therapy when he started over with new supplies. She said he did not notice anything wrong with any of the previous supplies. She did not have a sample or a lot number available. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.